Event description:
It was reported that during the procedure, the right ventricular lead helix would not retract. It was removed and replaced. No further information provided.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.